Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels were generally not impacted; the current bg level was 304 mg/dl. The past occlusion alarms were resolved by clearing the alarm. A system check was performed and the pump performed as intended. Reportedly, the contact alleged the current occlusion alarm was due to how the pump was worn inside their pump pouch. A correction bolus was delivered via the pump without an additional occlusion alarm occurring.